Event description:
It was reported that the patient developed an infection behind his ear about 1.5-2 years after initial implant. The system was explanted and replaced a year later. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v167182, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v167182, implanted: (B)(6) 2009, product type lead; product ID 7438, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).